Event description:
It was reported that the shock impedances varied. The physician will monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.